Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "a randomized controlled trial of electrocoagulation-enabled biopsy versus conventional biopsy in the diagnosis of endobronchial lesions." This study aimed to evaluate the impact of hot biopsy on the quality of tissue samples and to quantify the amount of procedure-related bleeding during endobronchial biopsy. Overall quality of biopsy specimen and tissue damage were assessed and graded by a pulmonary pathologist blinded to fob details. 160 patients were randomized to endobronchial biopsy with (n = 81) or without (n = 79) the application of electrocoagulation. There were no severe bleeding episodes in either group and severity of bleeding in the ec+ and ec¿ groups was similar (median visual analogue scale scores of 14 and 16, respectively). Histopathological diagnosis was similar in the ec+ and ec¿ groups (77.8% and 82.3%, respectively). There was no significant difference in tissue quality between the two groups. Use of electrocoagulation-enabled endobronchial biopsy does not alter specimen quality and does not result in any significant reduction in procedure-related bleeding. Type of adverse events/number of patients: mild bleeding, ec+ group - 70 patients, ec- group - 65 patients. Moderate bleeding, ec+ group - 11 patients, ec- group - 14 patients. Since the literature described "bf-1t20 or bf-te2", we selected "bf-te2" as a representative product.

Event description:
Additional information received from the author: in the medical opinion of the author, the olympus device did not cause malfunction. In addition, the adverse event described in the study (endobronchial bleeding after biopsy) was related to the procedure rather than the olympus bronchoscope .

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device history record was unable to be reviewed for this device since the serial number was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus is not able to specify the cause of the event because neither abnormality nor issue of the device was reported. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.